Manufacturer narrative:
The probable root cause of missing grip lever springs is attributed to a worn or damaged spring, which may become displaced from its original position during use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that a spring had fallen off the right master tool manipulator (mtmr) of the surgeon side console (ssc). The customer switched to the secondary ssc to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that they switched to the second surgeon side console and continued and completed the procedure as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator to resolve the issue. The system was verified and ready to use. The mtmr has been returned and evaluated by the failure analysis (fa) team. The reported problem was confirmed and replicated. In logs, the resistance was found pointing to the grip levers on the mtm. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) where all tests passed except grip cal. The root cause was attributed to the component failure.